Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 and they had a map shift on the carto 3 system midway through the procedure. There was no error code displayed, and no learn new messages and the patient did not move. Initially, they noticed that the vizigo sheath had jumped, and it appeared to be coming through the mitral valve when it was not, and the physician noted that the superior pulmonary vein maps were off. They created a new map to proceed and subsequently completed the procedure. There was no patient adverse event reported. Additional information was received, and it was indicated that the vizigo and ablation catheter jumped from transseptal site to being located at the mitral valve. No cardioversion was performed during the case.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 and they had a map shift on the carto 3 system midway through the procedure. There was no error code displayed, and no learn new messages and the patient did not move. Initially, they noticed that the vizigo sheath had jumped, and it appeared to be coming through the mitral valve when it was not, and the physician noted that the superior pulmonary vein maps were off. They created a new map to proceed and subsequently completed the procedure. There was no patient adverse event reported. Additional information was received, and it was indicated that the vizigo and ablation catheter jumped from transseptal site to being located at the mitral valve. No cardioversion was performed during the case. Device investigation details: an investigation was initiated by the manufacturer to investigate the issue. During the investigation, it was confirmed that the reported map shift was related to user error. The vizigo sheath display had inaccurate visualization because of insufficient cpm coverage. Once cpm coverage was improved, the issue was resolved. The history of customer complaints reported during the last year and associated with carto 3 system # (B)(6) was reviewed. No similar additional complaints were found. A manufacturing record evaluation was performed for the system (B)(6), and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).